Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door not fully latched alarms which were reproduced while attempting to run a loaded set. The door not fully latched alarms were confirmed through multiple events of "door jammed!" Found during a review of the event history log. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced and tightened.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any patient involvement, injury or medical intervention is unknown.